Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through extensive testing without duplicating the malfunction. The customer was sent replacement electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed self test using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.